Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was an area of in-stent restenosis. After rotablation was performed with a 2.0mm rotablator, a 3.25mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. Another 3.25mm x 12mm nc emerge balloon catheter was advanced; however, during inflation, the balloon also ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Initial reporter information: (B)(6). Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. At 14.5cm from the strain relief, the hypotube was bent. At 18.3cm from the strain relief, the hypotube was kinked. There was contrast and blood in the manifold, inflation lumen, and the balloon. There was blood in the guidewire lumen. The balloon was loosely folded and at 5mm from the tip of the device there was a longitudinal tear for a length of 11mm.

Event description:
It was reported that balloon rupture occurred. A 3.25mm x 8mm nc emerge balloon catheter was advanced for dilatation, however, during the procedure the balloon ruptured. The procedure was completed with another of the same device. There were no patient injuries reported.